Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the device will only power off by removing the ac/dc power supply, which was reproduced. The device was tested with both a battery and power cord. When the power button was pressed, the device did not power off. When the power supplies were removed, the device powered off. The device was displaying a constant close door message. The device was not recognizing a closed door which prohibits the device from being turned off with the on/off button. The lower link switch was failing, causing the constant close door message. The lower auxiliary (including the link switch) was replaced.

Event description:
It was reported that a spectrum pump will only power off by removing the ac/dc power supply. It was also reported there was no pt involvement.